Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the aspiration pressure didn't increase sufficiently, when using the irrigation/aspiration hand piece during a procedure. The procedure was completed without product replacement. No patient harm reported.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The handpiece was manufactured in november 2016. One reusable ultraflow ii irrigation and aspiration handpiece was returned for evaluation. The handpiece tip was visually inspected and was deemed conforming. The front face where a tip is attached is visually acceptable. The aspiration line where the tubing is connected is visually acceptable. A vacuum and pressure test was performed on the handpiece and the testing was deemed acceptable. The evaluation does not confirm an aspiration pressure issue with the handpiece. The handpiece was visually and functionally conforming. The reason for the complaint issue cannot be determined from the evaluation. The poor aspiration is more likely due to the connecting part to the handpiece as noted in the complaint information. No specific action with regard to this complaint was taken because the handpiece was manufactured to specification. All reusable handpieces are 100% visually inspected and functionally tested during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action has been taken at this time. (B)(4).